Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no reported adverse impact to the customer's blood glucose level.